Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300915, arcos 15x190mm spl tpr dist, 532700, 11-301303, arcos con sz c std 60mm, 163470. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01788, 0001825034 - 2018 - 01787. Remains implanted.

Event description:
It was reported that the patient experienced blood loss of 1400 ml during a stage ii revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# ep-108424 e-poly 40mm +3 maxrom lnr sz24 lot# 878960 item# 162351 bi-metric por fmrl 9.0x250mml lot# 384650. Reported event was confirmed by review of medical records which indicated estimated blood loss was about 1400 ml during procedure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.